Manufacturer narrative:
The product was returned, but the analysis has not been completed. Additional info will be submitted within 30 days or receipt.

Event description:
During delivery, the account noticed that the distal marker of the orbit mini complex fill 4x3 was missing from the delivery system. However, the coil was able to be detached at the acom aneurysm. There was no pt injury. Additionally, two other units with the same lot number were viewed under fluoroscopy, and both had the markers. The unit, without the coil, and a picture of the unit will be returned for analysis. Besides, the missing marker, no other damages were noted with the delivery system.